Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the cooling phase the arctic sun device stopped, after a reset the therapy moved on. Then, after the cooling time, it did not automatically switch to the warming mode (despite the set automatic mode) . Staff switched the therapy manually to the warming phase and the therapy was completed using the arctic sun 5000 equipment without harming the patient. Therapy started at dn: 6:10, 4:00 am. Per follow up information received via email on 10nov2023, the device will send in for a bd-approved facility for evaluation. The device will be checked, and issue resolved in olen (bd-approved facility for evaluation). The repair is ongoing process. Patient complete therapy on the original device. There was no impact to the patient. Per sample evaluation results received via task on 29apr2024, it was reported that there was a weak circulation pump, weak mixing pump, manifold valves failed to open, and the flow rate was too low .

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the cooling phase the arctic sun device stopped, after a reset the therapy moved on. Then, after the cooling time, it did not automatically switch to the warming mode (despite the set automatic mode). Staff switched the therapy manually to the warming phase and the therapy was completed using the arctic sun 5000 equipment without harming the patient. Therapy started at dn: 6:10, 4:00 am. Per follow up information received via email on 10nov2023, the device will send in for a bd-approved facility for evaluation. The device will be checked, and issue resolved in olen (bd-approved facility for evaluation). The repair is ongoing process. Patient complete therapy on the original device. There was no impact to the patient. Per sample evaluation results received via task on 29apr2024, it was reported that there was a weak circulation pump, weak mixing pump, manifold valves failed to open, and the flow rate was too low.